Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0148616. Medical device expiration date: 31-may-2025. Device manufacture date: 25-jun-2020. Medical device lot #: 0148628. Medical device expiration date: 31-may-2025. Device manufacture date: 25-jun-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe each from lots 0148616 and 0148628 had difficult plunger movement during use. The following information was provided by the initial reporter: "the issue that we are experiencing is the plunger not being able to press down any further mid-injection. Resistance builds until we cannot press down anymore - I don't recall where, but likely around the 0.25-0.3ml mark when giving a 0.5ml vaccination. We have not had any issues with other syringes using the same needles."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe each from lots 0148616 and 0148628 had difficult plunger movement during use. The following information was provided by the initial reporter: "the issue that we are experiencing is the plunger not being able to press down any further mid-injection. Resistance builds until we cannot press down anymore - I don't recall where, but likely around the 0.25-0.3ml mark when giving a 0.5ml vaccination. We have not had any issues with other syringes using the same needles."